Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 01/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the package was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed elevation probe was returned for evaluation. The probe showed no damage or evidence of sterile breach to the probe packaging. The received packaging carton of the probe was noted to be damaged. Based on the findings, the investigation is confirmed for the alleged packaging problem as it was noted that the damage in packaging carton. One electronic photo was provided and reviewed. The photo shows the damaged elevation probe's packaging carton. Product identifier can be identified from the photo and that was matches the reported event. Unit elevation probe can be noted within the damaged carton. Therefore, based on the photo review, the reported packaging problem can be confirmed as it was noted that the damage in packaging carton. A definitive root cause for the reported packaging problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the package was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that prior to a biopsy procedure, the package was allegedly found to be damaged. There was no patient contact.